Event description:
The hcp reported the patient was experiencing pain and numbness of the lower extremities. An MRI was done and demonstrated a granuloma and edema of he spinal cord in 2005. The catheter tip was reported to be at "low t9." The device system was explanted. The patient outcome was not reported.